Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided and the following was observed: calcification and tortuosity present in the patient's access vessels. The reported event of distal tip split was unable to be confirmed due to unavailability of returned device/applicable imagery. Damage to the distal tip can occur during sheath insertion or delivery system advancement, if the tip interacts with sharp, calcified nodules, which act as physical obstacles. This coupled with suboptimal angles (tortuosity) can promote friction between the calcified vessel and sheath tip, causing damage. As the type of damage could not be identified without a returned product or device imagery, a confirmed root cause unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This supplemental report is being submitted to add related manufacturing report numbers and due to edwards lifesciences receiving a voluntary medwatch report. Voluntary medwatch report number mw5157621.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the distal tip of the 14fr esheath+ split approximately 2 cm which was observed on fluoroscopy. The valve was advanced with some difficulty due to tortuous patient anatomy, with no diving was seen on the valve. During valve deployment, the balloon did not inflate. When the atrion handle was pulled back, blood was noted inside the atrion. It was decided to remove the devices. The devices were slowly and successfully pulled back into the distal end of the esheath+ and was removed as a whole. Upon removal of the devices, the commander delivery system was observed to have two pinholes on the posterior side of the balloon. A second set of devices were prepped and inserted with no issues. However, during valve deployment, the balloon ruptured with about 4-5 ml of fluid left in the atrion. The commander delivery system was carefully removed without harm to the patient. Upon removal of the devices, a longitudinal tear was observed on the commander delivery system balloon. The newly placed valve was described on tte as constrained, with one leaflet having minimal movement, so the team post-dilated with a true balloon to ensure full expansion. Paravalvular leak post-dilation was recorded as mild. The esheath+ was removed and observed to be in proper condition.

Manufacturer narrative:
Investigation is still ongoing.